Event description:
(B)(4). The dentist reported the non osseointegration of a dental implants ti titamax ex implant (4.1) 4.0x9 mm, but did not provide further info about the cases.

Manufacturer narrative:
(B)(4).